Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive compromised forced sensor alarms. Customer's blood glucose was unknown. It was reported that drive support cap appeared normal. Insulin pump will be replaced